Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a check of the system out of range pace impedance measurements were noted on the right atrial (ra) lead and the lead safety switch was triggered and switched to unipolar. In unipolar configuration the values were normal. The values for the pace impedance measurements increased suddenly when it comes to this right ventricular (rv) lead. An x-ray showed that were was a fracture of the rv lead. A replacement was scheduled. No adverse patient effects were reported

Event description:
It was reported that during a check of the system out of range pace impedance measurements were noted on the right atrial (ra) lead and the lead safety switch was triggered and switched to unipolar. In unipolar configuration the values were normal. The values for the pace impedance measurements increased suddenly when it comes to this right ventricular (rv) lead. An x-ray showed that were was a fracture of the rv lead. A replacement was scheduled. No adverse patient effects were reported. Subsequently the lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted setscrew marks on the terminal pin, and the helix retracted. An x-ray of the lead body indicated an outer coil fracture. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
Upon analysis completion this investigation will be updated.

Event description:
It was reported that during a check of the system out of range pace impedance measurements were noted on the right atrial (ra) lead and the lead safety switch was triggered and switched to unipolar. In unipolar configuration the values were normal. The values for the pace impedance measurements increased suddenly when it comes to this right ventricular (rv) lead. An x-ray showed that were was a fracture of the rv lead. A replacement was scheduled. No adverse patient effects were reported. Subsequently the lead was explanted and returned for analysis.